Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.